Manufacturer narrative:
Did not occur during surgery. No patient was present. The reported product was out of calibration. The device malfunction was confirmed and directly related to the reported event. The camera had a few broken standoffs rattling around inside. Tracking was found to be normal throughout the volume during testing. High geometry was returned for the active frame. Too few markers were identified to be able to run the (B)(4) test. A replacement part was sent to the site.

Event description:
A medtronic representative reported that a treon camera was defective. The camera had a very short focal length and limited field of view. While no patient was present, if used in surgery this could interfere with accurate navigation.